Event description:
A neuron 070 was opened at the beginning of the case. The physician said the tip was damaged upon taking it out of the package and was not able to be used. It was not used during the case.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not available for return.